Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during the implantation of a cardioverter resynchronization therapy defibrillator (crt-d ICD), a guide wire detachment occurred. Vascular access was obtained via the left pectoral breast. The target lesion was located in the non-tortuous middle vein section of the left ventricle. While implanting a crt-d ICD system, the cardiologist wanted to place the left ventricular lead. During intubation of the mid-cardiac vein, the 182cm j choice pt graphix guide wire broke 1.5cm proximal to the distal tip after a lot of mechanical manipulation between the easytrak iii lead and the rapido guide catheter. The detached piece of the guide wire remains inside the patient. There was no attempt made to retrieve the detached fragment of the guide wire. The cardiologist saw no way to recover the detached portion from inside the patient. The procedure was continued as the cardiologist chose another vein of the coronary sinus to place the lead. The patient's status is stable.

Event description:
It was reported that during the implantation of a cardioverter resynchronization therapy defibrillator (crt-d ICD), a guide wire detachment occurred. Vascular access was obtained via the left pectoral breast. The target lesion was located in the non-tortuous middle vein section of the left ventricle. While implanting a crt-d ICD system, the cardiologist wanted to place the left ventricular lead. During intubation of the mid-cardiac vein the 182cm j choice pt graphix guide wire broke 1.5cm proximal to the distal tip after a lot of mechanical manipulation between the easytrak iii lead and the rapido guide catheter. The detached piece of the guide wire remains inside the patient. There was no attempt made to retrieve the detached fragment of the guide wire. The cardiologist saw no way to recover the detached portion from inside the patient. The procedure was continued as the cardiologist chose another vein of the coronary sinus to place the lead. The patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found distal tip damage and kinks along the body. Visual inspection found a fracture located approximately 181.5cm from the proximal end. There were also kinks located approximately at 10.5cm, 26.9cm and 50cm from the proximal end. All outer diameter measurements are within specifications. Mtac analysis concluded that the failure occurred due to torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).